Manufacturer narrative:
The affected device was tested onsite by dräger service and the log file was provided for analysis. During a full functional test according to specification the issue could not be confirmed, and no problem was found. The logged entries show that the safety software of the device detected a significant difference in expiratory and inspiratory pressure on (B)(6) 2020 at 9:28 am and alarmed ¿device failure¿ as a result. The device reacted as specified to a significant difference in expiratory and inspiratory pressure with accompanying alarm messages and a pressure release of the pneumatic system as a safety measure. Furthermore, the safety valve would open to ambient allowing the patient for spontaneous breathing. After four seconds the ventilation continued automatically with the previous settings. On the previous day at 7:34 pm there was also an unsuccessful automatic calibration of the pressure sensor. There is no indication that a device malfunction caused the reported issue. Based on the log entries and the device test it is likely that both the failed calibration and the significant pressure difference were caused by excessive fluid in the breathing circuit. The breathing circuit was not available for testing when dräger service was onsite. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device alarmed for a ¿device failure¿ during use. No patient injury was reported.